Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/unknown. Reporter's email not provided/unknown. Additional 510k number: k013227.

Event description:
It was reported that the implant hex became damaged during placement. Another implant was placed. Tooth location 27.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified significant damage and deformation of the internal hex. There was significant gouging around the collar and presence of dried blood around the drive feature. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report d4: device expiration d4: UDI g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h4: date of manufacture h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.